Event description:
It was reported that during a colonoscopy a perforation occurred due to poor retroflexion of the subject device. The patient was taken to the operating room to fix the perforation. The patient was later discharged following the surgical intervention.